Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.75 x 12 mm nc traveler dilatation catheter was used for post-dilatation of an unspecified stent. The nc traveler was inflated to 18 atmospheres (atm) three times; a balloon rupture occurred. There was no adverse patient effect and no clinically significant delay. No additional information was provided.